Event description:
Adverse event(s): "posterior capsule tear' (capsular bag tear, posterior); "unplanned anterior vitrectomy" (vitrectomy). Product problem(s): "no vacuum" (aspiration issue). A nurse reported during an unplanned anterior vitrectomy, there was no vacuum available. Two cassettes and two vitrectomy cutters were switched out before switching to a new system, cutter and cassette to complete the case. The nurse reported this event happened following a software upgrade. There was no patient injury reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).